Event description:
Medtronic received information that prior to use (during setup) of a bio-console 560 instrument, it was reported an error code 32 (sc mpu fs initialization hard error, address test) after booting up. The use of the instrument was unspecified. There was no patient impact associated with this event. Medtronic received additional information that there was no patient involvement with the reported issue. No visual, audible, electrical or performance abnormalities were observed.

Manufacturer narrative:
Device evaluation summary: the reported issue that the unit displayed an error code 32 (sc mpu fs initialization hard error, address test) after booting up was verified during service. The issue was resolved by replacing the 560 bioconcole flow module. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.